Event description:
Customer reported that the buttons on the insulin pump were sticking and not working. Customer also mentioned that the numbers were scrolling without input from the customer. It was noted that the insulin pump also died and reset. Customer is treating with manual injections. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.